Event description:
It was reported to boston scientific corporation that in 2009, an ultraflex esophageal stent was used during an stenting procedure performed on a male. According to the complainant, during the release of the stent, the distal end did not detach from the delivery catheter. When the catheter was retracted, the distal end of the stent retracted with it creating a folding of the stent. The catheter finally freed itself leaving the stent folded inside itself in the superior part of the esophagus. The stent had to be removed utilizing forceps. As a result, the patient experienced limited internal bleeding in the esophagus. The procedure was completed with another ultraflex stent without further incident. However, the procedure was extended an additional 30 minutes as a result of this event. Twenty-four post procedure, the patient did not have any symptoms relating to the event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.